Event description:
The manufacturer became aware of a literature published by the division of vascular and interventional radiology medical college of wisconsin, USA. The title of this report is ¿safety and efficacy of minimally invasive acetabular stabilization for periacetabular metastatic disease with thermal ablation and augmented screw fixation ¿, published on april 01, 2016, which is associated with the stryker ¿asnis iii cannulated screw¿ system. The article can be found at http://dx.doi.org/10.1016/j.jvir.2016.01.142. This report includes analysis of the clinical data that was collected on 13 patients, and the cases in this study range from february 2011 to july 2014. During the review of the literature, it was not possible to establish a specific device detail, patient information, and at this time no additional device information is available. It was reported that 1 patient experienced a minimally displaced fracture. The report states, ¿one patient had a minimally displaced fracture of the superior pubic ramus adjacent to the area of screw fixation detected 1 month after mias. The structural integrity of the acetabulum was not compromised, and the patient remained ambulatory with a walker and did not require additional intervention".

Manufacturer narrative:
This complaint has been generated based on findings discovered during post market surveillance literature review. The alleged minimally displaced fracture could not be confirmed, since the device was not returned for evaluation and no other additional information was received from the author. More detailed information about the patient medical history, the event circumstances, radiographs and the involved device(s) must be available in order to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.

Event description:
The manufacturer became aware of a literature published by the division of vascular and interventional radiology medical college of wisconsin, USA. The title of this report is ¿safety and efficacy of minimally invasive acetabular stabilization for periacetabular metastatic disease with thermal ablation and augmented screw fixation ¿, published on april 01, 2016, which is associated with the stryker ¿asnis iii cannulated screw¿ system. The article can be found at http://dx.doi.org/10.1016/j.jvir.2016.01.142. This report includes analysis of the clinical data that was collected on 13 patients, and the cases in this study range from february 2011 to july 2014. During the review of the literature, it was not possible to establish a specific device detail, patient information, and at this time no additional device information is available. It was reported that 1 patient experienced a minimally displaced fracture. The report states, ¿one patient had a minimally displaced fracture of the superior pubic ramus adjacent to the area of screw fixation detected 1 month after mias. The structural integrity of the acetabulum was not compromised, and the patient remained ambulatory with a walker and did not require additional intervention ¿

Manufacturer narrative:
Correction: h1: this is not a summary report. The number of events summarized field is blank as this MDR submission pertains to one patient. Link to the published article: http://dx.doi.org/10.1016/j.jvir.2016.01.142.